Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. Engineering observed a broken piece on the main tube extension at the proximal clevis interface. The broken piece was dislodged from the clevis. Engineering concluded that the main tube extension likely broke due to excessive side loading or other mishandling. Additional observation not initially reported by the customer was main tube damage. The distal end of the main tube exhibited scratch marks with light material removal and had a rough surface finish. Engineering concluded that the main tube damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si hysterectomy procedure, the orange sleeve on the monopolar curved scissors allegedly became wrinkled and the user facility was unable to remove the instrument from the trocar. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.